Event description:
The facility nurse reported to baxter (B)(4) a catheter extension set that had a cut on the tubing. This condition was observed before use. There was no patient involvement. Therefore, there was no patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Additional information: device evaluation: a sample was received for evaluation. A visual inspection was performed and revealed no abnormalities. An underwater pressure test at 8 psi was performed and revealed no leak. The reported condition was not confirmed and no root cause was identified.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.